Manufacturer narrative:
(B)(4). A plant investigation is in progress and a followup medwatch report will be filed upon receipt of new information.

Event description:
A peritoneal dialysis patient's caregiver reported the cycler alarmed for air detected in the cassette during drain 2. Treatment was discontinued. When removing the set the contact found fluid leaking upon opening the cassette door of the patient's peritoneal dialysis cycler. The patient experienced no adverse event, was not administered an antibiotic. The patient discarded the disposable tubing set.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.